Manufacturer narrative:
The following devices were received for evaluation: received one (1) new list# mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot# 13934379 one (1) new list# mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot# 14163930 three (3) new list# mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot# 14093001 one (1) new list# mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot# 14121331 one (1) new list# mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot# 14161083 each set was leak tested per product specifications. There was no leakage. Although the complaint could not be replicated, it can be confirmed based on the device and complaint information. Corrective actions are in process. Lot history review was performed and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that multiple 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing with various event dates provided were reported to have experienced a spray of fluids of medication into the clinicians' faces. The reporter stated that when using the purple clamp luer lock for injecting or flushing patient ivs, they frequently encounter spray back into their faces. This spray may contain blood, saline, or radioactive isotopes. This issue occurs in approximately one out of every twenty patients, making it a fairly common occurrence given the department's patient volume. This situation presents a substantial risk of exposure to blood-borne pathogens for the staff. Furthermore, the inadequate containment of radioactive isotopes necessitates extensive incident resolution efforts, often requiring the assistance of the university of pittsburgh radiation safety team. There were reported delays in computed tomography (CT)/magnetic resonance imaging (MRI)/positron emission tomography (pet) exams. There was no patient harm reported.